Manufacturer narrative:
Device was discarded by hospital.

Event description:
A company representative reported that a reflex hybrid screw extractor inner shaft fractured during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Visual, dimensional, material and functional analyses could not be performed as the device was not returned. Complaint history was reviewed and no similar complaints for the reported lot number were identified. Device history records were reviewed and no relevant manufacturing issues were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
A company representative reported that a reflex hybrid screw extractor inner shaft fractured during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.